Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 4 of 7 mdrs filed for the same patient (reference 1825034-2013-01762 / 01768).

Manufacturer narrative:
This follow-up report is being filed to relay medical record information regarding the revision procedure, which was unknown at the time of the initial medwatch. This report is number 5 of 8 mdrs filed for the same patient (reference 1825034-2013-01762 / 01768 and -4826).

Event description:
Legal counsel for patient reported that patient underwent left total hip arthroplasty on (B)(6) 2002 and that a revision procedure was performed on (B)(6) 2011 due to patient allegations of pain, dysfunction, elevated metal ion levels, loss of range of motion, instability, and infection. Patient's legal counsel further reported a revision procedure occurred on (B)(6) 2011 due to allegation of dehiscence of the left hip abductor muscles and facia. Medical records report the patient underwent a total left hip arthroplasty (B)(6) 2002, which was revised (B)(6) 2011 due to pain. Revision operative notes indicate presence of metallic debris and synovial tissue with metallic staining, component malpositioning with subluxation of the hip, and surface damage to the femoral head. Medical records also report the patient underwent right total hip arthroplasty (B)(6) 2002, which was revised (B)(6) 2011 due metallic granuloma and bone erosion. Revision operative notes indicate dirty, blackish fluid and metal-on-metal reaction. The femoral head and cup were removed. Medical records report the patient underwent further revision on (B)(6) 2011 due to a dislocation. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Event description:
Legal counsel for patient reported that patient underwent left total hip arthroplasty on (B)(6) 2002 and that a revision procedure was performed on (B)(6) 2011, due to patient allegations of pain, dysfunction, elevated metal ion levels, loss of range of motion, instability, and infection. Patient's legal counsel further reported a revision procedure occurred on (B)(6) 2011, due to allegation of dehiscence of the left hip abductor muscles and facia. A review of invoice history confirmed the primary surgery date and that two additional revision procedures occurred on (B)(6) 2011 to remove and replace the modular heads for unknown reasons. No further information has been provided to date. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.